Manufacturer narrative:
Tech found that the trend function was not working, but hi/low function works. Bed repair to be advised.

Event description:
Complaint received alleged that there was no trend function on this bed. No alleged injury or incident relating to this.